Manufacturer narrative:
Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for damaged tube with the incident lot was observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and the issue of damaged// cracked tube was not observed. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported when using the bd vacutainer® 9nc 0.109m plus blood collection tube there was sample leakage. The following information was provided by the initial reporter. The customer stated: "the tube's wall was damaged blood leakage occurred."